Event description:
It was reported that the customer experienced an occlusion alarm with their infusion pump, but cts was unable to verify the alarm number. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact noted. The customer resolved the issue by changing the infusion set and cartridge before resuming insulin. The customer had experienced frequent and recurring occlusion issues over the past six months. A follow-up was made via email, and the case was eventually closed by cts.